Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implanted drug infusion device. The drugs being delivered were bupivacaine and morphine (unknown). It was reported that ¿my pain pump was put in incorrectly.¿ the event date was listed as (B)(6) 2020. The patient clarified the catheter was not put into the spinal column correctly and the medicine was ¿spilling into my body.¿ she wants to know "what is the medicine that has been spilling into my body, going to do to my body.¿ it was reviewed that the patient services specialists are not medically trained in the medication and redirected the patient to her doctor. The patient states that her doctor will not answer her questions.